Manufacturer narrative:
Concomitant medical products: (4) pri tubing; 8015; sec tubing; (3)8100; therapy date (B)(6) 2018. The customer¿s report of an overinfusion was not confirmed. Details of the reported event were not provided. Event log analysis shows that the device reported as the suspect device was not in use with the reported pcu on the event date of (B)(6) 2018. The event log for the suspect pump module has no entries for (B)(6) 2018. The pcu event log shows that concomitant pump module s/n (B)(4) was programmed to infuse maintenance ivf at a rate of 3 ml/hr at 11:41 am on (B)(6) 2018. This device was also used to infuse a basic secondary infusion at 22 ml/hr. These infusions ran until 2:18 pm. Concomitant pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of nivolumab at a rate of 227 ml/hr at 11:41 am on (B)(6) 2018. This infusion ran until 12:14 pm. Concomitant pump module s/n (B)(4) was programmed to infuse a custom concentration of ipilimumab at a rate of 22.7 ml/hr at 12:15 pm on (B)(6) 2018. This infusion ran until 1:36 pm. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported an over infusion stating that the infusion ran faster than it was supposed to. Before the equipment was quarantined by biomed, the nursing staff used the system on another patient with no reported problems. When biomed received the equipment, they could find no issues after conducting their testing. The customer is requesting assistance reading the event logs to determine if there was an operator error event, or system based issue. There was no patient harm.